Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The reported phenomenon was duplicated using the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc confirmed that there was a service record for the device, but the igniter had not been repaired. More than nine years have passed since the subject device was manufactured. The exact cause of the reported phenomena could not be conclusively determined. However, based upon the evaluation, there is the possibility that the reported phenomenon was attributed to the instability of power supply due to aging deterioration of the igniter.

Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc will start evaluating the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the facility that in unspecified timing clv lamp err e103 was occurred. Other detailed information was not provided. There was no report of patient injury associated with the event.